Manufacturer narrative:
Based on the available info, this event is deemed a reportable info. There were no reports of the pt being harmed as a result of this malfunction. One (1) unused samples received on (B)(4) 2011 and tested on (B)(4) 2011. Results from the investigation are as follows: product was closely examined and was confirmed that there is a misprint on the tube was printed with i.d. 7.0mm in "unomedical" label found not corresponding as printed on the (B)(4) preprinted pack. However, lot #608052r001 and size 7.0mm on the pilot balloon found corresponding to the variable info as printed on the unit pack. Such defect could have probably been due to "incorrect printing cliche block" that had been used to re-print the tube that involved the rework printing. Accuracy of the re-print was not verified properly which leads to defect found by the customer. It is concluded that the complaint was confirmed as per returned samples. An internal corrective action event has been taken for a similar complaint, and this particular lot (608052r001) identified was confirmed to be manufactured before implementation of the CAPA. Note: this MDR is reported as a result of a retrospective review of complaints conducted by (B)(4) for complaints received from (B)(4) 2011 - (B)(4) 2013. (B)(4) will continue to track and monitor such complaints according to (B)(4) complaint handling and CAPA procedures.

Event description:
Details of the complaint: qty : 1 wrong product : as per attached photo, printed "unomedical" instead of "entrasoft".